Event description:
This complaint is now reportable based on the analysis completed on 09/19/2006. It was reported that during preparation for a coronary drug eluting stenting treatment procedure, the 2.75x32mm taxus express2 drug eluting stent was kinked by the tech. When the physician attempted to straighten it back out the shaft broke near the hub. The procedure was completed with another taxus stent. No patient complications were reported. Patient status reported as "ok." Analysis of the returned product identified a shaft fracture.

Manufacturer narrative:
No issues were identified with the returned unit which could have caused this break to occur. Following a detailed device analysis it was noted that the condition of the returned unit was consistent with the complaint incident. The device was returned in two parts. Device analysis confirmed the complaint reported. The device appeared to have been kinked at the point of separation. Visual and microscopic examination of the device revealed that the hypotube had broken approximately 65.3cm distal from the strain relief. There was no further kinking along the hypotube. No issues were present with the stent or balloon under microscopic examination. There are no associated complaints with the batch. A review of the mfg records for this batch found that the device met its material, assembly and product specifications.